Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt went to charge the implantable neurostimulator (ins) and when they plugged the recharger antenna (rtm) into the controller, the controller screen went blank/unresponsive. Pt said they unplugged the rtm and the controller screen came back on. Pt said every time they plugged in the rtm, the controller screen would turn off, but pt would unplug rtm and screen would come back on. During the call, the pt performed a reset on the controller. When the pt plugged the ac power supply into the controller when the battery pack was not installed in the controller, the screen stayed blank/unresponsive. Pt then installed the battery pack with the ac power cord unplugged and the screen came on. Pt plugged in the ac power supply cord and the controller screen went blank/unresponsive. The pt noticed the rtm pins looked worn in the middle. An email was sent to the repair department to replace the controller and rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed connector pins are bent. Analysis of the 97745 controller (ptm) (serial number (B)(6) ) revealed system connector broken, 4 pins missing, case front broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.